Manufacturer narrative:
Manufactured may 21, 2015 ¿ may 22, 2015. One actual infusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit via the naked eye showed no signs of physical abnormality that could have caused the reported leak problem. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak was found at the fillport or other parts of the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid leak was observed from the fill port of a large volume infusor after filling with solution. There was no patient involvement. No additional information is available.